Event description:
It was reported that during a prostate procedure, the surgical fiber timed-out / expired at 48,376 joules, even though the laser was fired within the 30 minute time limit. The procedure was continued using a second surgical fiber, which at 20,475 joules, was reported to go into standby mode every 30 seconds with a system message to clean the fiber, though the fiber had been cleaned. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-413a-(B)(4): the fiber glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited mild sings of contamination (likely biologic). Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.